Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller ((B)(6)) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed two (2) controller power up events logged 18/jan/2024 at 17:46:51 and on 29/jan/2024 at 03:52:13. Of note, the data log file covering the first power-up event was not available. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. The data point prior to the second loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) 63% relative state of charge (rsoc). The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 10 seconds and 11 seconds, respectively. As a result, the reported event was confirmed. Additionally, three (3) low flow alarms have been logged since (B)(6) 2024. The observed low flow alarms are additional findings not related to the reported event. Based on the available information, the device may have caused or contributed to the observed low flow alarms finding. A possible root cause of the first loss of power can be attributed to an intermittent disconnection on one or both power sources, and/or to a disconnection of both power sources by the patient. The most likely root cause of the second loss of power can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the reported low flow alarms event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient accidentally disconnected both power sources.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completionmedtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during review of log files a controller loss of power was identified. The controller remains in use. No patient complications have been reported as a result of this event.